Event description:
Knee warmth [joint warmth]; knee redness [erythema]; swelling of the right knee [joint swelling]; pain of affected knee [arthralgia]; knee effusion [joint effusion]. Case description: spontaneous report received on 09/09/2010 from a health care provider, via a company rep, regarding a (B)(6) female pt (unk initials). The pt had a history of previous treatment with supartz. The pt experienced knee effusion, swelling of the right knee, pain of her affected knee, knee warmth and knee redness after receiving synvisc-one. The pt received an injection of synvisc-one in the right knee on an unspecified date. The hcp reported the pt reacted to synvisc-one after two days of injection. The hcp reported this was a repeat injection for the pt and the first injection was supartz. The hcp reported "the reaction was his first experience since he used a viscosupplement". The hcp wanted to find out if the incident was an adverse event due to an allergy to synvisc-one. The hcp reported he was puzzled with the reaction of his pt and was not sure if it was an allergy or an infection. On an unspecified date, 20 ml of yellow turbid fluid was aspirated from the pt's right knee. The pt's lab results reported were: culture: burkholderia cepacia, few growth; sensitivity to ceftazidime, co-trimoxazole, and meropenem; no growth after five days; incubation: anaerobic; gram stain: no microorganism seen, pus cell ++. The pt's physical manifestations included swelling of right knee pain and inflammations, knee warmth, and knee redness. At the time of this report, the pt was ambulatory and complained of moderate pain of her affected knee. Additional info was received on 09/09/2010 from the hcp who reported the pt's initials were (B)(6). The pt had a history of knee osteoarthritis. The hcp reported the pt's adverse events were serious and the case was upgraded to serious. The hcp reported the pt's knee effusion, swelling of the right knee, pain of the affected knee, knee warmth and knee redness were severe and had a probable relationship to synvisc. The pt was treated with antibiotics (unasyn) and improved. At the time of this report, the hcp reported the pt recovered with sequelae "aspirate".

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.